Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis (dka). We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported dka. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, vomiting and pain. Patient's mother also reported ketones were tested (prior to hospital) and results were large. The patient was treated with an intravenous fluids, zofran and toradol for pain. The patient was released the following day. Patient's mother reported the cannula may have been bent but could not confirm as this pod was discarded.